Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: difficulty adding fluid to expander. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast surgery with an unspecified mentor tissue expander device that would not fill properly. On (B)(6) 2019, a physician put 300 ml of saline into the patient¿s left breast tissue expander, but it would not expand. As a result, the patient underwent explantation and replacement with an unspecified tissue expander.

Manufacturer narrative:
On (B)(6) 2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, it was reported the physician filled with 300ml of saline solution a tissue expander however the device did not expand (left side). He took the patient to surgery and removed the tissue expander and replaced with a new one. During evaluation of the sample it was observed to be intact. Leak testing revealed five (5) tears in the anterior aspect; all measuring approximately less than 0.1 cm. It also was not observed any difficulty in adding or removing air from the expander. Microscopic examination was performed in all tears and no evidence of instrument damage was observed. No other anomalies were discovered. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 07/12/2019, mentor received additional information about the event: the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The suspect medical device is a mentor cpx 4 breast tissue expander 800cc device, catalog #3548216, lot #7470949, UDI #(B)(4), 510(k) #k130813. A manufacturing record evaluation (mre) of lot #7470949 was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).